Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, single iliac branch device placement for isolated common iliac artery aneurysms seems to be a safe and effective treatment option, when a proper anatomic patient selection is provided.

Event description:
Received an article titled "results of the multicenter pelvis registry for isolated common iliac aneurysms treated by the iliac branch device" published in the journal of vascular surgery. The article evaluated the short- and long-term results of off-label use of iliac branch devices (ibds) in isolated common iliac artery aneurysms compared with the manufacturer-recommended configuration with additional extension in the infrarenal aorta based on the pelvis (performance of iliac branch devices for aneurysms) registry. Per the article, adverse events included bleeding, stenosis, occlusion, thrombus, claudication, migration, embolic events and vessel rupture.